Event description:
It was reported that a shaft break occurred. While advancing a 15mm x 2.50mm nc qantem apex in a complex lesion, the shaft broke. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The date of event is unknown. The complaint was reported to bsc on 10-apr-2019. Therefore, a date of (B)(6) 2019 was entered to report the event occurring on an unknown date in (B)(6) 2019. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation at the end of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Date of event: the date of event is unknown. The complaint was reported to bsc on (B)(6) 2019. Therefore, a date of (B)(6) 2019 was entered to report the event occurring on an unknown date in (B)(6) 2019.

Event description:
It was reported that a shaft break occurred. While advancing a 15mm x 2.50mm nc qantem apex in a complex lesion, the shaft broke. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.